Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 2248012. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. On (B)(6) 2024, when the nurse was dispensing medication to the patient, she discovered that the closed intravenous indwelling needle catheter was leaking. She immediately reported it to the equipment department. The equipment department staff rushed to the moment and found that the closed intravenous indwelling needle was indeed leaking. And replace the intact closed intravenous indwelling needle for the nurse to use, and the nurse conducts secondary catheterization on the patient.